Event description:
It was reported that during a procedure, the device continued to run even though it had been switched off from the footswitch. Allegedly, this provoked a slight burn on the surgeon's hand.

Manufacturer narrative:
Additional information will be provided, once investigation is completed.